Event description:
A technician reported four weeks following lasik treatment in both eyes, a patient reported excellent vision but had irritation and crusty eyelids in the morning for the past week. In a f/u with a technician, she indicated on the date of the event, the irritation was diagnosed as dry eyes and the patient was switched to artificial tears in a gel form. It was also noted that the patient had dry eyes with contact lens wear prior to lasik treatment. The crusty eyelids were diagnosed as a mild bacterial infection which was treated with an antibiotic drop four times a day for five days. In the surgeon's opinion, the bacterial infection was not related to the excimer laser. The patient was seen again on (B)(6) 2014 and the infection had resolved in both eyes. There are two medical reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).